Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited oversensing of noise during an in-clinic follow-up. The oversensing resulted in only one ventricular fibrillation (vf) marker on two separate reports. The oversensing resulted in pacing inhibition, however, the patient had an underlying rhythm and did not experience asystole as a result. The noise was able to be recreated with patient isometrics. Technical services (ts) discussed potential troubleshooting options. Programming changes were made to sensitivity. No adverse patient effects were reported. This device remains in service. According to additional information, this ICD system was explanted and replaced with a new system due to oversensing of noise with pacing inhibition. It was noted that the physician suspected insulation damage on the leads. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation. The product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation damage in three places. This type of damage is consistent with lead-on-lead abrasion. In this case, we believe the stress occurred during normal use. Electrical continuity testing passed indicating conductors are still intact. The reported noise, oversensing, and pacing inhibition was likely the result of the lead damage observed by the laboratory. Abrasion of lead insulation is considered a design issue when the field report indicates the damage occurred during normal use.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited oversensing of noise during an in-clinic follow-up. The oversensing resulted in only one ventricular fibrillation (vf) marker on two separate reports. The oversensing resulted in pacing inhibition, however, the patient had an underlying rhythm and did not experience asystole as a result. The noise was able to be recreated with patient isometrics. Technical services (ts) discussed potential troubleshooting options. Programming changes were made to sensitivity. No adverse patient effects were reported. This device remains in service. According to additional information, this ICD system was explanted and replaced with a new system due to oversensing of noise with pacing inhibition. It was noted that the physician suspected insulation damage on the leads. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.